Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the site. A photo of the sheath showed minor sheath distal tip damage and sheath delamination. Device history record (DHR) and lot history review was unable to be performed as no work order was provided.  A review of complaint history for the esheath with ultra delivery system configuration (all models and sizes) for the past 12 months (august 2018 to july 2019) revealed other similar complaints for the resistance. The complaints regarding the sheath shaft resistance with delivery system were unable to be confirmed, but no manufacturing non-conformances that would contributed to the reported events were identified. Available information suggests that patient factors (access vessel, calcification, tortuosity, and small vessel diameter) may have contributed to the reported event. Review of complaint history revealed that the occurrence rate exceeded the july 2019 control limits for this trend category. However, further review indicates that this issue is multifaceted and involves elements of clinical technique, patient anatomy and the use of the esheath with different delivery systems. At this time, the majority of the complaints are still pending investigation and no device defects or manufacturing non-conformances have been identified. No further actions are required at this time. Each complaint will be properly assessed, and the results will be documented within the corresponding complaint file. Edwards will continue to monitor and trend all complaints and assess for escalation as needed. A review of complaint history for the esheath with ultra delivery system configuration (all models and sizes) for the past 12 months (august 2018 to july 2019) revealed other similar complaints for the complaint sheath liner delamination with device return. No manufacturing nonconformance were identified during evaluation. A definite root cause was unable to be determined at this time, but it is possible that procedural factors (delivery system withdrawal difficulty) contributed to the reported event. A review of complaint history data for july 2019 revealed that the complaint occurrence rate did not exceed the control limit for the applicable trend category. During manufacturing, the device and its components underwent multiple 100% tests/inspections by both manufacturing and quality. Furthermore, after sterilization, the sheath is tested and inspected on sample devices from each lot during product verification (pv) testing. These inspections indicate that the esheath has sufficient inspections in place to identify potential manufacturing defects related to the complaint events. The esheath IFU, ultra delivery system IFU and training manual, and ultra thv system with esheath procedural supplement were reviewed for instructions involving device preparation and use. No IFU/training deficiencies were identified. The resistance complaint was unable to be confirmed as the device was not returned and no imagery was provided. The liner delamination was confirmed based on imagery provided by the site. Due to the unavailability of the device, no manufacturing non-conformances were able to be identified. Additionally, a review of manufacturing mitigations supports that the device has proper inspections in place in order to detect issues related to the complaint events. A review of the IFU/training material revealed no deficiencies. The training manual states, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.¿ the patient¿s access vessel calcification was moderate and tortuosity was mild. These two factors most likely contributed to the complaint event. The calcification can interact with the sheath shaft and vessel tortuosity could result in sub-optimal angles of insertion during advancement of the delivery system, thus resulting in higher push forces. Per training materials, ¿caution should be used in vessels that have diameters less than 5.5 mm as it may preclude safe placement of the 14f edwards esheath introducer set¿. Per the patient information, ¿the femoral artery minimum luminal diameter (mld) was 5.5 mm¿ is at the borderline of the recommended size for a 14f esheath. This likely restricted the ability of the esheath to expand, which could lead to a difficult pathway to advance the delivery system through the sheath. Borderline vessel size compounded with presence of calcification and tortuosity may further increase the resistance during delivery system advancement through sheath. Available information suggests patient (calcification, tortuosity, borderline mld) factors most likely contributed to the reported resistance while advancing the delivery system. However, without the device returned for evaluation, a definitive root cause for the resistance during delivery system advancement is unable to be determined. It is possible that during withdrawal the delivery system balloon caught on the sheath tip. The access vessel had calcification and tortuosity, which can create non-coaxial withdrawal angles, resulting in the distal end of the delivery system getting caught on the sheath tip. It is also likely that a borderline mld could have further exacerbated the withdrawal difficulty from these factors as it could have created a tight, difficulty pathway for delivery system retrieval. Applying force to withdraw the delivery system in this configuration could have contributed to the liner delamination. Available information suggests that patient (calcification, tortuosity, borderline mld) factors likely contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The resistance complaint was unable to be confirmed as no returned device or relevant imagery was provided. It is likely that patient (calcification, tortuosity, borderline mld) factors contributed to the complaint event. No manufacturing non-conformances and no labeling or IFU inadequacies have been identified. Therefore, no corrective or preventative action is required. The delamination complaint was confirmed based on imagery provided by the site. No labeling inadequacies and no manufacturing nonconformances were identified during evaluation. A definite root cause was unable to be determined at this time, but it is possible that patient (calcification, tortuosity, borderline mld) factors likely contributed to the complaint event. Review of complaint history revealed that the occurrence rate does not exceed control limits for this trend category. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), the esheath was inserted without problems but while pushing the 26mm ultra delivery system (ds) with crimped valve through the esheath, high resistance was encountered. The valve was deployed successfully. The ultra ds was retrieved as per training manual but difficulties were encountered. After esheath removal, it was seen that the liner was delaminated.  The case was completed successfully without any patient relevant complications.